Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that another bur was available to complete the procedure. It was further reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was not returned for eval. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.